Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) USA alleging the meter was displaying inaccurately high results compared to a lab reading. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported the week prior to contacting lfs at approximately 6pm, he obtained reading of "35mg/dl" compared to "78mg/dl" based on statistical methodology the calculated difference of the results exceeds the expected value of (B)(6) when obtained within 30 minutes. The patient did not report what medications he takes to manage his diabetes. The patient reported testing more than 4 times per day. The patient reported feeling "weak" at an unknown time in proximity to the alleged meter issue. The patient denied receiving any treatment due to the alleged issue. At the time of troubleshooting the patient was using an approved sample site for testing and test strips were in good condition. The meter was in the correct unit of measurement at the time of testing and the patient was using the correct testing steps. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.